Manufacturer narrative:
(B)(4). The device was tested on the bench, and no anomaly was found.

Event description:
It was reported that during procedure the lead was inserted into the port and tension applied. The lead body separated from the terminal pin. The pin remained in the header and was not retractable from the device. The device was replaced. The patient is doing fine.